Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Sales representative reported "called to see if a claim was already created" against left device. Healthcare professional later reported a left side capsular contracture, baker grade iii. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. A visual device analysis of the returned device identified: weight was to spec, white particles in the shell and crease flat. Cloudy and air voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
The device has been replaced.